Manufacturer narrative:
B1: corrected to product problem (e.g., defects/malfunctions) in initial MDR. B2: corrected to required intervention to prevent impairment/damage (devices) should be removed in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted and removed. A lens replacement is planned.